Manufacturer narrative:
(B)(4). The customer returned a single 2-lumen PICC catheter for evaluation. The catheter was returned with both extension line slide clamps occluding their respective lumens. No other components were returned. Visual examination of the catheter with the naked eye revealed two holes towards the distal end of the catheter body. The hole closest to the distal tip was the smaller of the two and ran vertical along the length of the catheter body. The larger of the holes also ran vertical along the length of the body. The catheter body material in the larger hole was flared outwards along the edges of the hole and was kinked/deformed adjacent to the hole. No other damage or anomalies were observed with the returned catheter. Microscopic examination confirmed both holes in the catheter body and dried material can be seen within the catheter lumen (exposed by the holes). The appearance of the holes/damage is consistent with ruptures due to excessive pressure within the catheter lumens. Slight discoloration was observed in the catheter body adjacent to the holes indicating that dried blood is present within the catheter lumens in those locations. The smaller hole/damage to the catheter body was 8mm long and began 30 mm from the distal tip. The larger hole/damage to the catheter body was 17 mm long and began 93 mm from the distal tip. The catheter body overall length and outer diameter, and the catheter tip inner diameter were measured and all were found to be within specification. Both of the extension lines were flushed with water using a 10ml lab inventory syringe to see if the holes were isolated to a specific lumen and to check for blockages. Both lumens leaked from the larger hole when flushed with water. No blockages were observed between the larger hole and the extension line luer hubs. A lab inventory 0.009" guide wire was advanced from the catheter distal tip and skive hole to the rupture hole to check for blockages within the lumens. Although the guide wire was able to pass, resistance was met while passing the guide wire through the distal lumen. Dried blood was observed exiting from the rupture hole when the guide wire was advanced. After the distal lumen was cleared of dried blood, the guide wire was able to pass freely without resistance. A device history record review was performed on the catheter including the body extrusion and no manufacturing issues were identified. The instructions-for-use (IFU) provided with this product instructs the user on proper use of the catheter to mitigate damage. The IFU cautions the user "to minimize the risk of pressure induced damage to catheter, do not expose to pressures above 50 psi. Common sources of potentially high pressure include: syringes smaller than 10 cc used to irrigate or declot an occluded catheter (a fluid filled 1 cc syringe can exceed 300 psi6), certain radiographic procedures, and infusion pumps with occlusion pressure limits above 50 psi." The IFU also contains information on maintaining catheter patency. It states "a variety of "locking" solution concentrations may be utilized to maintain patency of catheter. The amount of heparin used, if any, and frequency of flushing depends on physician preference, hospital/agency protocol, and patient condition" as well as noting "flush lumen(s) with sufficient volume of solution to completely clear blood" in the instructions. The customer report of the catheter body rupturing in use was confirmed through visual inspection of the returned sample. Visual inspection identified two rupture holes towards the distal end of the catheter body. The appearance of the damage was consistent with damage resulting from over pressurization of the catheter during use. The instructions-for-use supplied with this product provide detailed information on catheter pressure injection limitations and maintaining catheter patency. Based on the condition of the returned sample and the report that the damage was observed after use, unintentional use error (over-pressurization) caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: when the invasive device was removed, a ruptured catheter was observed, and its malleability lost. The customer reports no difficulty in removing the device. A patient death occurred from a different cause and not associated with the device.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: when the invasive device was removed, a ruptured catheter was observed, and its malleability lost. The customer reports no difficulty in removing the device. A patient death occurred from a different cause and not associated with the device.